Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The simulated treatment pre-ast 15 minute 1000 ml test passed. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, within hp2, and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. An internal inspection also found the comm cable not connected to the comm board. The cable was securely connected to the comm board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The peritoneal dialysis nurse (pdrn) was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacinn (2 grams, intraperitoneal, one time) and gencomyacin (160 mg, intraperitoneal, one time). The pdrn confirmed that there was also a catheter extension procedure performed on the patient. The pdrn stated the doctor recommended this procedure as a preventative measure against a potential infection and was not a direct result of the fluid leak. The pdrn confirmed that despite the prophylactic antibiotics and catheter extension, there were no other symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is in the middle of training on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.